Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0-0.03 ng/ml):sample ID (B)(6) initial result, on (B)(6) 2021, was 0.28 ng/ml. The patient was redrawn, under sample ID (B)(6) , and the result was 0.01 ng/ml. The patient was drawn again, under sample ID (B)(6) , and the result was 0.01 ng/ml. The patient was admitted to the hospital for monitoring because of the elevated troponin result. There was no known treatment based on the elevated result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat high sensitive troponin-I results on the architect i1000sr, serial number (B)(4). Through an extensive investigation, the fsr found the valve, manifold kit (rohs), part number 7-77612-03, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.